Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. During the product analysis the investigator was unable to load the device on to a boston scientific 0.014" guidewire due to damage to the guidewire lumen of the returned device. The guidewire used by the customer was not returned for analysis. A visual examination identified that the inner guidewire lumen of the shaft was damaged/accordioned at approximately 3mm distal of the bi-component bond. This type of damage is consistent with the user gripping the shaft then applying excessive force to remove the product mandrel from the device, causing the inner guidewire lumen to stretch then accordion. No other issues were identified with the shaft of the device. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the device. A visual examination found no issues or damage to the balloon, blades, markerbands or tip of the returned device. The balloon had not been inflated.

Event description:
It was reported that the lumen was torn. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During preparation outside the body, a first wolverine was used but got deformed upon removal from the dispenser. Subsequently, the reported wolverine was then used. When the protector was removed, it was noted that that the lumen was torn, or the shaft broke. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the lumen was torn. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During preparation outside the body, a first wolverine was used but got deformed upon removal from the dispenser. Subsequently, the reported wolverine was then used. When the protector was removed, it was noted that the lumen was torn, or the shaft broke. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).